Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced hemolysis and elevated ldh, but no increase in power. The pt was scheduled for a pump exchange on (B)(6) 2013, but was postponed because they had a heart offer (which after fell through).

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.